Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem (does not communicate with monitor) has been confirmed. As received, the belt was unable to communicate with the monitor. Upon investigation, the trunk cable was pulled, pulling the j702 connector ajar from the distribution node pca. The cause for the failure was isolated to the j702 connector being pulled from the dn pca. The cause for the pulled connector was the pulled cable. The root cause for the pulled cable was excessive force. No adverse event resulted from the pulled cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with the monitor.